Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging the ipg for an extended period of time. Reportedly, the patient has not charged the ipg in over a year. As such, the ipg became inoperable and patient lost therapy. The ipg does not communicate with external devices and troubleshooting was unable to address the issue. As such, surgical intervention may take place at a later date to address the issue.